Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported, during valve deployment of a 29 mm sapien 3 valve in the native aortic position via transfemoral approach, the balloon ruptured when the valve was 90% deployment. The delivery system could not be removed through the end of the sheath do the ruptured balloon. A second inflation was successfully performed with a second 29 mm delivery system from the contralateral side. A cutdown was performed on the initial access site to remove the sheath and ruptured delivery system. The ruptured delivery system was successfully removed without excessive blood loss and the patient remained stable during the entirety of the case. There was no pvl or central leak noted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the engineering evaluation. The following sections of this report have been updated: corrected h.6 impact code, investigation conclusions and added new information to h.6 type of investigation and investigation findings. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed calcification was observed at the annulus. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed since neither the applicable imagery nor the complaint device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, ''balloon rupture was due to annular calcium.'' Additionally, the provided imagery revealed that calcification was present in the annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty and unspecified vascular injury that may have contributed to the complaint event requiring a surgical intervention. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.